Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), product type accessory product ID 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was ¿found down¿ in her house by the family. The patient was currently in the ICU (intensive care unit) in a coma. They were unable to get a hold of the patient¿s pump managing physician, but wanted to stop the pump to see if stopping the drug would reverse the patient¿s condition. The pump was delivering fentanyl. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the pump managing physician was notified on (B)(6) 2013 of the event. The physician went to the hospital to turn the pump to minimum rate. The cause of coma was not known. No further pump interrogation was done at the hospital. They had not heard from the patient or the hospital since.